Manufacturer narrative:
Pump passed operating current, displacement test but compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised forced sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked battery tube threads and cracked lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin squirted out during manual prime. The customer¿s blood glucose was unknown at the time of the incident. During troubleshooting, the customer stated that the insulin continued to drip after letting go of the act button during prime and no numbers appeared on the screen. The customer was advised that the insulin pump is being replaced and not expected to return for analysis.